Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the change sensor message and noticed damage on the pump casing around the keypad. The customer reported a current blood glucose value of 352 mg/dl. The customer experienced hyperglycemia and was treated with a bolus. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was¿ 123 mg/dl, and the blood glucose value was 343 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 220 mg/dl. The event involved product(s) mmt-242a, mmt-1884, mmt-7040a, mmt-7841zn, and mmt-332a. Troubleshooting was performed for the cosmetic damage and the damage affecting the pump functionality. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Cosmetic damage was confirmed at the keypad. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Cosmetic damage was confirmed at the keypad. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.